Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "slow leak at valve strap attachment." Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "slow leak at valve strap attachment." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: abrasion and white particles inner the shell. Microscopic analysis was performed which identified: sharp opening on valve bond edge and delamination (<75% partial separation). Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening. A delamination partial of the valve (adhesive failure)

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "slow leak at valve strap attachment." Device has been explanted.